Event description:
Pt had erythema and palpable lumps, diagnosed as granuloma, three weeks after injection with bovine collagen. Physician prescribed oral prednisone which was somewhat effective in limiting the symptoms.